Manufacturer narrative:
In response to FDA report number: mw5099279. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (early onset).

Event description:
Patient reported via regulatory agency left side "sepsis", "fever outbursts", and "chest pain." Patient also reported via regulatory agency "a blood clot," "lack of mobility," "enlarged spleen," "elevated platelets," "spots on liver," "insomnia," "shortness of breath," "signs of autoimmune and weakness," "low energy level", and "tired all the time"; these are not device related. Device has been explanted.